Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or bent cammula to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that their blood glucose levels continued rising despite attempts to maintain them within target range, including administering bolus doses. The patient ultimately discarded the pod. Upon removal, the patient observed that the pink slide had not moved forward and the cannula appeared bent. The patient¿s glucose level reached 306 mg/dl. The pod had been worn between 36 and 48 hours. As treatment, a new pod was placed.